Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: UDI updated. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed the overall device surface with signs of usage. Additionally, the tip had foreign matter, presumably biological matter. No other anomalies were noted. A functional test was performed by activation of the device, the device was connected to a test generator, the ablation function and the coagulation function were activated several times in their maximum power (cp 380 for ablation and cp 160 for coagulation) for one minute each test, and they worked as intended for both buttons activation. The overall complaint was not confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a shoulder arthroscopy surgery, it was observed that the vapr clplse90 electrode w hand cntrls device blade did not work halfway through. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: complete initial reporter's facility name: fujian university of traditional chinese medicine affiliated second people's hospital the product was not returned to j&j medtech orthopaedics, however a video was provided for evaluation. Visual inspection of the returned video found that the electrode tip had signs of activating into the patient's body. The suction from the electrode seems to be stopped. No other anomalies were found. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.